Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, it was reported that the patient recently completed a 10-day course of intravenous (IV) antibiotics, which initially resolved the stoma infection; however, symptoms suggest that the infection may be recurring. The patient confirmed cleaning the stoma, bumper, and ports daily, and flushing the j port with 4 syringes daily and g port twice weekly and pushing the peg-j tube 3-4 cm into the stomach and pulling back.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.